Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. This case was discussed with a specialist from the product management and the development department. The measures of all pe inserts are 100% proved and documented at the time of production as the inner measure of the shell. Furthermore the inner measure of the shell was remeasured in the precision measurement room with the result that there are no deviations and all relevant measures are within the specifications. The first dislocated insert shows evident signs of turning inside the shell. The posterior wall may have moved from posterior to a caudal position in which a direct neck impingement lead to levering our of the liner. The hip dislocation to posterior may be however also influenced by an initial shell position with very low anteversion. The change of a dislocated liner with a new liner does not change the loading of the hip joint and the potential of a redislocation especially if a longer head length is implanted with unchanged cup position. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well a result of our investigation, the root cause of the failure is most probably not product related. Rational: there are no hints of a material or manufacturing problem. The measure of the explanted plasma cup revealed that the dimensions are within the specification. No CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint:(B)(6). It was reported that a patient underwent total hip arthroplasty on (B)(6) 2013. In b)(6) 2015 patient presented with pain and audible click sound in hip. Xray performed and it was determined that the insert cup appeared to be open. Revision surgery was performed on (B)(6) 2016. It was discovered during surgery that the pe insert was dislodged from the metal acetabulum. The liner was cleaned and a new pe insert was locked firmly in place. At 3 days post-op the patient experienced a hip dislocation while trying to turn himself in bed. A second revision surgery was performed on (B)(6) 2016. It was found that the liner had dislodged and hip dislocated posteriorly. Two med watch reports being filed in relation to this incident include: 3005673311-2016-00179 - 1st revision. 3005673311-2016-00180 - 2nd revision. Components in use listed as concomitant devices are: nh054t / plasmacup sc size 54mm.